Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The treating surgeon confirmed that aquablation therapy was unrelated to the reported hyponatremia. Based on the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. A review of the device history record (DHR) was conducted for ab2000-e/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. The aquabeam robotic system's instructions for use (IFU) sj-ifu0104-00, rev. A, was reviewed. 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that the clinical representative contacted the physician during a routine follow-up, who initially reported the patient had been discharged without any issues. Subsequently, the patient returned to the hospital and was admitted to the ICU with suspected hyponatremia and was later transferred to a different facility. On (B)(6) 2025, the surgeon confirmed the patient had fully recovered and was scheduled for discharge. The surgeon believes that the aquablation therapy did not attribute the hyponatremia. There were no malfunction of the aquabeam robotic system was reported.